Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's proportional valve and solenoid valve were replaced to address the issue.

Manufacturer narrative:
Additional information was received on may 13, 2025, and section h11 should be reported as: a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's proportional valve and solenoid valve were replaced to address the issue. Additional information was received from the manufacturer's service center indicating that the device was experiencing a battery charging fault and that the touchscreen was non-functional. Section h6:component code and investigation findings has been updated in this report.